Event description:
It was reported that the patient presented for right atrial revision due to a noise a drop in impedance and high capture, that was noted by clinician on (B)(6) 2014. At that time the physician decided to reprogram the device. On (B)(6) 2015, the lead was capped and replaced successfully. The patient did not experience any adverse consequences.

Manufacturer narrative:
(B)(4).